Event description:
The pt received two leads with the same lot number. It was reported, the pt had not received effective stimulation since implant, and reprogramming attempts had not been able to resolve the issue. The pt had not used the system in 3 years and the scs system was to be explanted at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.